Manufacturer narrative:
Other, other text: returned device was received in fair physical condition but the device has a cracked housing and scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the device double beeped upon starting up. The downstream sensor was replaced to resolve the beeping issue. The scratched screen was also replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed a double alarm that the cassette can not be attached and that there was damage to the screen. There was no patient involved.